Event description:
It was reported the customer had a no delivery alarm on their insulin pump. Customer's blood glucose was unknown. The mother stated the alarm was resolved by an infusion set change. Troubleshooting did not occur. Customer's mother declined to return the products for analysis. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.